Manufacturer narrative:
The reported event of failure to interrogate using radiofrequency (rf) telemetry was confirmed. The device was above elective replacement indicator (eri) level upon receipt. Review of the device image indicates excessive usage of rf telemetry in a short period of time which temporarily disabled the high-power rf telemetry and switched to low power telemetry to prevent battery drain, this would cause slowing in interrogation noted in the field. As received the device showed normal rf and inductive telemetry. Electrical and mechanical analysis performed at nominal and field conditions indicated normal functionality. Battery assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the pacemaker dependent patient presented at the hospital post-implant procedure for right ventricular (rv) lead revision due to rv lead dislodgement. During the interrogation, it was noted that the pacemaker was unable to be interrogated via radio frequency telemetry. The pacemaker also unable to be programmed. The rv lead exhibited failure to capture and the dislodgement was confirmed via fluoroscopy. The pacemaker and the rv lead were explanted and replaced. The patient was stable.